Manufacturer narrative:
(B)(4).

Event description:
The mother reported her daughter, age unknown, experienced singed hair and hand while using compound w freeze off advanced wart removal system. The mother reported her daughter started using compound w freeze off advanced wart removal system on an unknown date for an unknown indication. The mother stated her daughter was using the compound w freeze off advanced and it exploded. She held the product for 3 seconds, heard the hissing sound and the product burst into flames singing her daughter's hair and hand. At the time of this report it is unknown if the singed daughter's hair and hand has resolved. The mother did not report any treatment for the singed daughter's hair and hand. The mother did not report a medical history or any medications the daughter may be taking on a daily basis. The mother did not report if the daughter was pregnant when she started using compound w freeze off advanced wart removal system. The consumer did not report any test or lab work her daughter may have had done. No additional information is available at this time.